Event description:
Pt was intubated with an endotracheal tube after being a pedestrian struck by a motor vehicle. In line suction was attached to the ett using an airlife closed suctioning product (lot # 13003472c) after 2-3 days pt was increasingly hypoxic, tachypneic with high airway pressures. Suction catheter passed well but pt got progressively worse. Pt electively re-intubated and when the ett was removed, it was discovered that the tip of the ett was clogged and that the inline suction catheter did not reach the clog because the wrong catheter was used. In review, the inline catheter used was meant to be used on a tracheostomy tube not an ett. Package review shows that both the trach and ett have a pale purple suction tip and all packaging is identical except for small lettering that identifies the trach one as trach length. Dates of use: (B)(6) 2014. Diagnosis or reason for use: inline suction of tracheostomy tube.